Manufacturer narrative:
On 03/04/2026, provider went out to evaluate the unit. The seat depth and width are appropriate for the consumer. Provider adjusted the center of gravity and put the footplates in a correct position. Unit is working properly.

Event description:
Consumer alleges the unit/seat size is too small for body type. The armrest is too short and requiring customer to curl wrist to use control. Consumer alleges she had smashed her leg on a door and knicked her wrist.

Event description:
Consumer alleges the unit/seat size is too small for body type. The armrest is too short and requiring customer to curl wrist to use control. Consumer alleges she had smashed her leg on a door and knicked her wrist.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.